Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: exact date unknown, dates provided are (B)(6) 2021. However, it is unknown which date corresponds to the reported serial number. If implanted, give date: exact date unknown, dates provided are (B)(6) 2021. However, it is unknown which date corresponds to the reported serial number. If explanted, give date: not applicable, there is no indication iol was explanted. Reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation; as iol remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after implantation of a pcb00 intraocular lens (iol), one of the handles (haptic) stayed folded in the wrong position and came out in the z position. Patient was permanently impaired. There was no further information provided. This report is 5 of 7.